Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had inadequate stimulation coverage, complaining that the stimulation was in the wrong areas and was uncomfortable. The patient stated that coverage was never adequate. Reprogramming attempts were unsuccessful in providing adequate coverage and pain relief. The healthcare provider (hcp) reviewed images of device and found them to be different than placement during trial. The patient underwent lead revision surgery and the lead was repositioned. The device was tested on the surgery table with the patient awake to assess and confirm adequate stimulation coverage. The issue was reported to be resolved. No symptoms or further complications were reported.